Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was in a locked condition. When this occurred, the service led was displayed and the device was alarming, the screen was locked and displayed "connect cable". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and recommended replacing the system controller and user interface pcb assemblies. The customer declined to have their device repaired and the device was returned unrepaired to them. The root cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was in a locked condition. When this occurred, the service led was displayed and the device was alarming, the screen was locked and displayed "connect cable". In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.